Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory was performed and no anomalies were found.left ventricular (lv) pacing impedance largely steady at 420 ohms and occasionally dips to 380 ohms. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead caused muscle stimulation to the patient. Additionally, the lead had low pacing impedance and visible insulation damage and fracture. Furthermore, the lead impedance was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.